Event description:
It was reported that the insulin pump had a crack at the reservoir compartment due to normal wear and tear. The blood glucose reading was 153 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, bleeding lcd glass, broken reservoir tube lip, scratched lcd window, and cracked battery tube threads.